Event description:
It was reported that on (B)(6) 2023, a patient presented wit grade 4 mixed tricuspid regurgitation (tr) and tethered leaflets for a triclip procedure. Two clips were implanted. The tr was reduced. On (B)(6) 2024, a transesophageal echocardiogram (tee) identified a single leaflet device attachment (slda) from the clip implanted on center anterior and septal leaflets (a/s). The septal leaflet was detached. The tr was recurrent at grade 5 and the patient presented with dyspnea. On (B)(6) 2024, a second clip intervention was performed to stabilize the slda and reduce the tr. All clips are stable. The tr was reduced to grade 2-3.

Manufacturer narrative:
The device was not returned for analysis. It could not be determined which of the two clips had detached and resulted in slda; however, both the devices are from the same lot, so the lhr review and complaint history review was performed for lot: 30718r2 for tcds0302-xtw and identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and per the physician, the reported slda is due to tethered leaflets and is therefore related to patient conditions. Tricuspid valve insufficiency/regurgitation resulting in dyspnea was due to the slda. Tricuspid regurgitation and dyspnea are known possible complications associated with triclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.